Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
The service technician reported that the device had run on during service testing at the user facility. There were no adverse consequences related to this event.

Event description:
The service technician reported that the device had run on during service testing at the user facility. There were no adverse consequences related to this event.